Event description:
Sales rep reported on behalf of the surgeon that the screw threaded upon implant into bone and plate.

Manufacturer narrative:
Device remains implanted. If additional information is received it will be reported on a supplemental report.